Event description:
It was reported that the patient presented in the emergency room with discomfort. The implantable cardiac monitor (icm) migrated and put pressure on breast tissue. The icm was explanted and replaced. The patient was stable.